Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to remove the device and check for meshoma or foreign body reaction to the mesh. The device was explanted physician stated, ¿..in the medial aspect, the mesh looked like it was folded on itself¿¿ a review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent right inguinal hernia repair. A 3dmax was implanted in patient during this repair. On (B)(6) 2016: the patient underwent removal of the failed 3dmax. During the procedure the physician noted he was concerned, ¿symptoms were consistent with what was thought to be meshoma or foreign body reaction to his mesh¿. During the surgery, he noted ¿..in the medial aspect, the mesh looked like it was folded on itself¿¿ the attorney alleges the 3dmax implanted in patient failed to reasonably perform as intended. The 3dmax caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the 3dmax was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.